Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) went into the windows blue screen twice this week. The unit was rebooted each time and went back to monitoring mode, but now it won't get pass the operating system set up after rebooting. The customer wants to send it in for repair. There was no patient injury reported. Investigation summary: the possible cause for the reported issue is considered to be hard drive failure. Hard drives (hdds) are routine service components. In this incident, the device has been in use for six years with no history of hdd replacement, and hard drive degradation is a high possibility. The reported issue does not require further investigation through CAPA process since hha has been completed for the cns-6201a hard drives failure. The following fields are not applicable (na) to this report: b2. D4 lot # & expiration date: d6a & d6b .d7b. D10. F1 - f14. G4 device bla number g5. .g7. H2. H7. H9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 07/12/2021 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I will not be giving you any kind of patient information. B6 attempt # 1: 07/12/2021 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I will not be giving you any kind of patient information. B7 attempt # 1: 07/12/2021 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I will not be giving you any kind of patient information. D10 attempt # 1: 07/12/2021 emailed the customer via microsoft outlook for device information: the customer replied by stating; I will not be giving you any kind of patient information. Manufacturer references # 300256511 - 111673 follow up 001.

Event description:
The customer reported that the central nurse's station (cns) went into the windows blue screen twice this week. The unit was rebooted each time and went back to monitoring mode, but now it won't get pass the operating system set up after rebooting. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) went into the windows blue screen twice this week. The unit was rebooted each time and went back to monitoring mode, but now it won't get pass the operating system set up after rebooting. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) went into the windows blue screen twice this week. The unit was rebooted each time and went back to monitoring mode, but now it won't get pass the operating system set up after rebooting. The customer wants to send it in for repair. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.